Manufacturer narrative:
Product is not expected to return as it remains in service. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead dislodged and perforated the heart wall. The lead exhibited low amplitude and a small pericardial effusion was seen. The patient underwent surgical intervention to reposition the lead. No additional adverse patient effects were reported. Additional information from the field representative revealed that the effusion resolved on its own and the patient was discharged without complications. This lead remains in service.